Manufacturer narrative:
The end user resolve the issue. There was no ge healthcare repair.

Event description:
It was reported that the side rail detached from the bed. There was no patient involvement.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.